Manufacturer narrative:
(B)(4). It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting increasingly high pacing threshold measurements and loss of capture. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.